Event description:
A customer reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a pump reset, resolving the issue, and successfully starting their sensor session without further errors.